Event description:
It was reported that the defibrillator experienced a "handle fault". Further information was provided that it was a problem with the paddles. There was reportedly no patient involvement.